Event description:
It was reported that during implant attempt, it was difficult to dislodge the lead for repositioning even after multiple attempts. The helix got caught in the atrium. The lead body was re-coiling out of the catheter. The lead was eventually dislodged and removed with the use of gentle tension. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. Helix/lobe distorted/bent. Blood in/on helix/lobe mechanism.